Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic due to severe tricuspid regurgitation. It was noted the right ventricular (rv) lead was the cause of the valve regurgitation. The physician explanted the rv lead. Further information was requested but not received.